Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was returned to the service center for preventive maintenance. The reporter indicated the unit required corrective action and was involved in a patient burn.

Manufacturer narrative:
Evaluation summary: one unit was received and evaluation of the returned device did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. A review of the device history records for this device found no potentially contributing factors from the manufacturing process. If information is provided in the future, a supplemental report will be issued.